Manufacturer narrative:
(B)(4). Date sent: 5/31/2017. Additional information was requested and the following was obtained: what type of procedure was the device used in? Right hemi-colectomy it was reported that, ¿the surgeon could not staple tissue.¿ does this mean the device locked out and would not fire? Or, does this mean that the firing handle was squeezed, however no staples deployed? The surgeon squeezed the firing handle, but no staples deployed. How was the procedure completed? The surgeon did suturing.

Manufacturer narrative:
(B)(4). Batch # n57k4x. The analysis results showed that the tl60 device arrived with no apparent damage and with a reload loaded on the device. The reload was returned void of staples. In addition, cartridge b was received, fully fired. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? It was reported that, ¿the surgeon could not staple tissue.¿ does this mean the device locked out and would not fire? Or, does this mean that the firing handle was squeezed, however no staples deployed? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, the surgeon could not staple tissue with it. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.